Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient entered bg values outside the 40-400 range. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: with calibration prompts, your sensor and display device helps you keep your calibration schedule on track. If your bg values are not between 40-400 mg/dl, the system won¿t accept your calibration. Wait until you are within the 40-400 mg/dl range before entering your bg values. No additional event or patient information is available.